Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rear0751 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the clamp on (B)(6) 2017 the catheter broke during access. The line was repaired. On 05/11/17- the facility contact stated they do not use any cleaning products on the clamps during their cleaning protocol. The patient's at this facility come in for dialysis and leave (outpatient). They are not admitted into the hospital.